Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook endoscopy hercules 3 stage esophageal balloon. The physician observed the area to be dilated endoscopically, then inserted the dilation balloon and began inflation. The inflation device was reported to be broken resulting in over inflation of the balloon, causing the balloon to rupture. The pt began to aspirate and the pt's sats (oxygen saturation level) was reported to be 40. The dilation balloon was removed from the pt. The reported aspiration and lowered sats did not require medical intervention. A section of the device did not remain inside the pt's body. The pt did not require any additional medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: our laboratory eval of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a large split in the balloon material. The split is positioned lengthwise on the balloon component and is approximately the same length of the balloon. No section of the balloon material is missing from the device. When the balloon is inflated with water, water exits the balloon material at the location of the large split. The balloon will not hold pressure and cannot perform dilation in this condition. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: additional info provided by the user facility indicates the balloon rupture was due to a compromised inflation device. If the pressure reading of the inflation device is inaccurate, this can contribute to over inflation, possibly resulting in a rupture of the balloon material. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon dilator, such as a rupture of split. Aspiration is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the balloon was inflated with a compromised inflation device. No further action warranted at this time because the report of aspiration is an inherent risk of the procedure and involves a known potential complication. Customer quality assurance will continue to monitor for complaint trends.